Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot w64947b. No issues with d-dimer recovery were observed. Manufacturing batch records for lot w64947b were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Malfunction MDR for lot w64945b report number: 3013982035-2018-00018.

Event description:
Customer reported conflicting d-dimer results on the triage platform. Patient whole blood was tested on triage d-dimer lot w64945b; which resulted in a d-dimer of 290. Patient sample was spun down to plasma and frozen. Frozen sample was tested the next day at customers sister site on triage d-dimer lot w64947b; which resulted in a d-dimer of 452. Customer told physician to disregard the d-dimer results since they did not correlate. Sites cut-off for d-dimer is 400. Patient was contacted and told to get another d-dimer test. Contact could not confirm if any treatment had been performed based on triage results. No additional information available.